Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported the drive support cap was intact. Customer stated the insulin pump was not exposed to a high magnetic field. The insulin pump will not be returned for analysis.